Event description:
The caller contacted baxter's technical service center when the patient line was dropped on the floor with the flexicap removed while using the homechoice (hc) machine. The patient was not connected. The home patient (hp) stated he had a difficult time removing the flexicap when it was time to connect to the hc. The patient line fell to the floor when the hp finally got the flexicap removed. The technical service representative (tsr) advised the hp to start over with new supplies. There was no serious injury or medical intervention reported. Product surveillance (ps) spoke with the home patient (hp) regarding the reported issue with the flexicap. The hp stated that he frequently has difficulty with these caps while trying to open or close them. The ps advised the hp that if this happens again, he should call baxter and provide lot number information and also hold the sample for evaluation so that baxter can further investigate.

Manufacturer narrative:
(B)(4). The device was not returned to baxter, precluding further device investigation. The reported issue was not confirmed. The assignable cause was undetermined. Since the lot number is unknown, no batch review was performed.